Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with the keypad and labels intact, and a pinched latch lock spring between the front and rear housing. Event log history was performed and showed that ten no disposable alarms were reported in history. During analysis, the customer's reported problem regarding "double beep - with cassette attached" was unable to be duplicated. Simulated use testing was unable to replicate the error with or without a disposable attached. Sensor testing found the cassette detection sensors functional. Service will recalibrate the upstream sensor occlusion (uso) and replace the downstream occlusion (dso) as a preventive maintenance to address the issue. Inspection was unable to confirm the reported screen damage; however, service will replace the lens cover as a preventive maintenance. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited double beep with cassette and had a damaged screen. No patient was involved in this event. No adverse effects were reported.